Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricular lead exhibited intermittent capture and there was insulation anomaly noted around the lead. The lead was not used and replaced during the procedure. There were no patient consequences.